Event description:
It was reported that prior to a surgical procedure at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that prior to a surgical procedure at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, no failures were found related to the reported event. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The device was serviced for preventive maintenance and returned to the manufacturer loaner pool.